Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having excessive no delivery alarms and believed it was due to insulin pump due to changing supplies and issue was not resolved. Customer's blood glucose was 177 mg/dl. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin exit and did not alarm. Customer was advised that site may have been occluded. Customer reported that blood glucose had also been over 400 mg/dl. Customer discarded supplies and was advised to call during issue in order to troubleshoot.